Event description:
Defective blood pressure monitoring equipment, examples noted below: it was necessary to recycle my patient's blood pressure cuff at least every two hours due to "time out" notifications on the monitor. It was also noted that other patient's monitors on the unit showed the "time out" notification all at the same time. There was also significant variation in blood pressure cuff readings. For example, the patient's systolic blood pressure readings ranged from 90s to 120s overnight. However, there were multiple readings where the patient's systolic blood pressure reading was as high as 220mmhg, and the blood pressure cuff would have to be re-cycled. It is also important to note that the patient was a rass (richmond agitation sedation scale) of -2 the entire shift and did not move significantly enough to warrant sbps (systolic blood pressure) this high. Bp cuffs were re-cycled, sometimes more than once, which revealed blood pressure cuff readings of 120mmhg or less. These readings appear to be spontaneous and present themselves every two to three hours.